Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the correct lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide further clarification this complaint was reported for prolene suture with product code w8814 reported lot number of ubbdlp is associated with product code ahv12 for dermabond topical skin adhesive. Is this complaint for prolene suture product code w8814? If yes, please provide the correct lot number for the suture. Is this complaint for dermabond topical skin adhesive with product code ahv12, lot ubbdlp? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? When did the bleeding occur? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Please provide further details on what is meant by ¿anastomotic failure¿. What was the appearance of the suture during the re-operation? Was the suture break post-op? If yes, what part of the suture was broken? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information. Additional information was requested, and the following was obtained: according to the surgeon, the complaint about the suture material arose during surgery. The surgeon applied another thread and completed the operation. The patient was discharged in a satisfactory condition. The incident occurred in the first half of (B)(6) 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please confirm: did the bleeding and anastomotic failure occur intra-op during the initial procedure? Or did the bleeding and anastomotic failure occur post-op and then require a re-operation? If the event occurred intra-op during the intial procedure: what was the surgeon¿s opinion as to the cause of the of the bleeding/anastomotic failure found during the initial procedure? Please provide further details for the ¿complaint about the suture material¿. Was there a suture deficiency noted during the initial procedure? If yes, please explain. Did the suture break during the initial procedure? Did the suture pull out of the tissue during the initial procedure? Did the knots untie during the initial procedure? How was the bleeding treated during the initial procedure? Were there any adverse patient consequences? If the event occurred post-op: what was the surgeon¿s opinion as to the cause of the of the bleeding/anastomotic failure found during the re-operation? Please provide further details for the ¿complaint about the suture material¿. Was there a suture deficiency noted during the re-operation procedure? If yes, please explain. Please describe the condition of the suture during the re-operation. Did the suture break post-op? Did the suture pull out of the tissue post-op? Did the knots untie post-op? How was the bleeding treated during the re-operation?

Event description:
It was reported that a patient underwent a surgical procedure for atherosclerosis of the carotid arteries on an unknown date and suture was used. After the operation, bleeding began. The patient was taken for a repeat operation for anastomotic failure. The surgeons deny the patient factor and the fact of damage to the thread during the manipulation. The exact date of the incident is being clarified. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected e1, g1 manufacturing site info. Additional information was requested, and the following was obtained: now the patient has been discharged in satisfactory condition. There was no extension of hospitalization. No further details of the surgical intervention were provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected g1 manufacture site. Additional information: d3, d4, h4. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.